Event description:
It was reported that the patient received several inappropriate shocks, due to noise, while sitting in his house and during the ambulance ride. Both the device and rv (right ventricular) lead were explanted and replaced. Additional information was subsequently received reporting that the rv lead was capped due to insulation damage from bovie. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary the reported presence of noise on the atrial and ventricular channels was confirmed through analysis of device disk data. The pacing outputs remained stable with telemetry removed. The reported oversensing was not confirmed, despite extensive long term monitoring. It was reported that the patient received several inappropriate shocks, due to noise, while sitting in his house and during the ambulance ride. Both the device and rv (right ventricular) lead were explanted and replaced. Additional information was subsequently received reporting that the rv lead was capped due to insulation damage from bovie. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device evaluated and alleged failure could not be duplicated interference shock, inappropriate.